Event description:
It was reported that an asahi sion guide wire was used during a percutaneous coronary intervention (pci) to treat a tortuous stenosis in the coronary artery. Device exchange could not be performed smoothly due to the lesion, and the tip of the sion guide wire was fractured. The physician immediately retrieved the fractured wire. The sion guide wire was exchanged for an unspecified new asahi guide wire and an unspecified asahi microcatheter was used, and the procedure was completed without any issues. It was informed that there were no adverse patient effects associated with this event and the patient was discharged.

Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. Hanoi, vietnam, registration number: 3009121749. Device evaluation could not be performed because the affected device was discarded at the user facility and not returned. The provided photos of the sion guide wire showed that the outer coil was elongated and tangled, and the core wire was fractured. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information, results of lot history records review and referring to known similar events, it was presumed that tensile stress generated with removal manipulation might have been locally applied on the tip of the sion guide wire while the wire tip was trapped due to anatomical and lesion conditions, causing the fracture of the core wire and the elongation of the outer coil. Although it was concluded that this event was not attributed to product quality, it could not be completely ruled out that any guide wire fragment was left in situ. [Warnings] no CAPA will be taken. Instructions for use (IFU) states: observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. [Malfunction and adverse effects] separation or breakage of the guide wire.